Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/08/2017 with the following findings: a review of the pump¿s black box showed multiple pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. All battery cap contact height measurements were within specifications. The returned battery cap secured properly to the pump, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. Unrelated to the complaint, the pump display was blank upon powering on. Additional testing was not able to be performed due to the unrelated blank display issue. A leak test failed due to a case crack leak between the case seal and keypad cover. The pump case was opened, and evidence of moisture was observed throughout pump internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.